Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection shows an insert, patella, femoral component and a tibial base were returned for evaluation. The devices are intact and resemble typical explanted devices. The insert shows damage to the locking area and pitting on the articulating surface. The patella shows surface marring and deformation and cement is still present in the cement groove. There are no pegs present on the device. The femoral has scratches on the condyles and cement is still adhered to the device. The tibial base has scratches and marring on the surface and cement is still adhered to the post side of the device. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Product was sterilized according to sterilization release documentation from quality control. Our lab completed an analysis with the following results: damage was observed on the bearing surfaces of the femoral component. This could be instrument damage that occurred during the revision surgery. Damage was observed on the proximal surface of the tibial baseplate, which could be instrument damage that occurred during the revision surgery. Both of these components appear to have been well fixed, as a result, damaged due to chiseling at the peripheries of the cement interfaces at the time of explantation. Damage/deformation, abrasion, burnishing and pitting were observed on the superior and inferior surfaces of the insert. Discoloration of the tibial insert was not observed. The pits visible on the bearing surfaces could be caused by third-body debris (e.g., bone cement). No material deviations were found during this investigation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We consider this investigation closed.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to infection.